Manufacturer narrative:
.

Event description:
The international customer reported the v60 screen turned to pitch black while device was being used on a patient who was being transported. The device was turned off and turned back on, then it powered on and was continued to be used. Then the screen turned to pitch black again in ICU. At that time, the device did not power on, even though it was turned off and turned back on. Unit was being used on a patient at the time the reported issue occurred; however, there was no patient adverse patient effect.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
The v60 ventilator was received at the international service center for evaluation. The technician performed operational check but the reported issue was not duplicated. However, review of the diagnostic event log identified the presence of multiple error codes, suggesting that a spi (serial peripheral interface) bus failure occurred. According to these errors, it was determined that the cause was communication failure of da (data acquisition) board to mc (motor controller) board cable. No parts were returned for failure investigation to the vent manufacturing facility, therefore the root cause at the component level could not be determined.